Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the battery trough cracked around the battery terminals and contamination on the battery interconnect board. The battery trough and battery interconnect board were replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complaintant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.